Event description:
Email received from consumer stating that the left leg on the front riggings for his tdxsp-mcg power chair is allegedly broken. The consumer needs to have his legs elevated due to a preexisting condition of swelling in his legs consumer also stated that there is grease leaking in the area of the cylinder. No injury.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model tdxsp-mcg, serial number/date (B)(4) is approximately 5 months old. The owner's manual part number 1143190 rev k (mar-11), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male whose age, height and weight are unknown. The consumer's preexisting medical condition states that his legs swell. The consumer's stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.